Event description:
The patient's mother reported that the ok button on the pump was intermittently responding to button presses. She reported that the problem has gotten worse. Patient reportedly wore the pump attached to belt and does not clean the pump.

Manufacturer narrative:
(B)(4). The pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.